Manufacturer narrative:
This medwatch submission is considered an initial and final report as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The consumer did not provide any product information or contact information. I have no way to reach them. (B)(6). Wednesday, november 27, 2024 5:53 pm. Product complaint on social media post "needles so short thw insulin doesn't go in deep enough and leaks back our of the skin. Then your at a loss to know how much was retained. Great for control."